Event description:
Two endeavor sprint drug eluting stent were implanted in the rca during the index procedure. An angiographic complication of abrupt vessel closure and dissection occurred during the index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection, occlusion). Evaluation conclusions: inherent risk of procedure ¿ (dissection, occlusion). (B)(4).